Event description:
The facility reported a colleague infusion pump for which the "on/off button does not work." It is unknown when or in which care area this event occurred. This condition may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the on/off button not working was not confirmed by baxter personnel during product evaluation. The condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device has not been serviced prior to this event for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.